Manufacturer narrative:
The insulin pump was received with weak battery alarm due to battery tube connector not plugged in properly. However, the pump had normal operating currents. The pump was unable to verify failed battery test due to weak battery alarm. The pump was received with cracked case at display window corner, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to clear the alarm. The customer was advised to remove the battery and clean the contacts. The customer stated that the battery cap is not damaged or corroded. The customer was advised to clean the battery cap with a cotton swap and alcohol wipe. The customer will be sent a replacement pump.